Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she was hospitalized on (B)(6) 2011, and placed on an insulin drip. The patient admitted that she had not checked her blood glucose (bg) level on (B)(6) 2011, prior to dinner and bedtime. Her fasting bg on (B)(6) 2011, was "350 mg/dl." It is unknown what time the result was obtained. The patient reportedly took a correction via the pump. She claimed that there was no improvement in her bg level and during that time, she was reportedly nauseated and vomiting. Upon admission to the hospital, the pump was removed from the patient. No associated alarms were observed in the pump's history. The pump's time was correct. The bolus history was correct. The pump boluses were noted to have been delivered as programmed. The pump's basal program was confirmed as being correct. No issues were found with the patient's infusion set, site, and cartridge. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized and placed on a insulin drip. However, it is unclear at this time if the pump contributed to the patient's injury in any way.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump's suspend history indicated that the pump was suspended from 4:10 pm on (B)(4) 2011 to 10:51 am on (B)(4) 2011; the history indicates that the appropriate warning was displayed during the time the pump was suspended. The pump was exercised for 29 hours with no delivery issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.